Event description:
It was reported that the patient received ineffective pain relief from their spinal cord stimulation system. The patient underwent a procedure in which the implantable pulse generator (ipg) was explanted. The patient is recovering without issue. The explanted ipg will not be returned as it was retained by the medical facility.